Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set tubing and infusion set site change were performed and the occlusion alarms continued. The customer's blood glucose level was 200 mg/dl. A system check was performed and air bubbles were observed in the infusion set tubing and in the cartridge tubing; the occlusion was found to be within the cartridge. Reportedly, the customer had been using the current cartridge for 3 days. A cartridge change was performed resolving the issues and insulin deliveries were successfully resumed.